Manufacturer narrative:
Concomitant medical products: dtma2d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing on the right ventricular (rv) lead was low but did not appear to affect device functioning. The lead remains in use. No patient complications have been reported as a result of this event.